Manufacturer narrative:
Physio-control evaluated the device and observed the fault codes logged in the device memory. Physio control continues to investigate the reported event. A replacement device was provided to the customer. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
Customer reported that the device had a service indication illuminated upon receiving, out of box failure. The device failed the user test and had a fault code logged in the memory possibly indicating a critical failure. There was no pt involvement with incident.